Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contraction, breast pain and itching sensation are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contraction, breast pain and itching sensation.

Event description:
Patient reported "pain, itching, swelling" and "encapsulation and rupture" diagnosed via ultrasound. Healthcare professional later reported "intracapsular rupture" diagnosed via ultrasound and ¿pain¿ and ¿swelling¿. This record is for the left side. Device remains implanted.